Event description:
Reporter stated the infusion device shut-down without providing an error message. This occurred during the prime procedure. No adverse event was reported. The infusion device, battery, and battery cover were replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.